Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other seven perclose proglide devices, referenced in b5, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with eight proglide devices was attempted in the right common femoral artery (rcfa) via 14fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses occurred with the eight proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the packaging and suture trimmer were returned; therefore, the needle to cuff miss could not be tested/confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.